Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent rmv stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) biliary stone management procedure performed in the common biliary duct on (B)(6) 2015. During the procedure, the physician noted during deployment that the stent retrieval loop was misshapen. The stent remained in place and will be retrieved in a few months. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.